Event description:
It was reported that an alert/notification settings issue occurred. On 10/02/2024, the patient reported that on (B)(6) 2024, they experienced an issue with alert and notification settings which occurred the same day the sensor had been inserted in the arm. On (B)(6) 2024, around 10:00 am, the patient was about to throw the trash when she felt symptoms of hypoglycemia. She did not check her continuous glucose monitor (cgm) reading nor performed any fingerstick (fs). She got dizzy, lost, and confused, so she immediately called her daughter and laid on her bed. The patient was with her grandson at the time, so when her daughter arrived, her grandson opened the door. The patient was found unconscious by her daughter while lying on her bed. She tried waking her mother but was unresponsive. Her daughter also mentioned that her mothers eyes were twitching and her body was cold, so she immediately called 911. The emergency medical technicians (emt) arrived after a few minutes and took a bg reading a couple of times, but the patient could only recall that the bg reading was so low that it was not registering a value on the meter. She was treated with intravenous (IV) medication and some glucose gel. After the patient regained consciousness and the emt confirmed that the patient was stable, emt left the patient's home. When the patient was back to normal and walked to her laundry area, she noticed her dexcom sensor was on the floor. The device didn't alert the patient when the sensor fell off. No other details were documented. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.